Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
This report pertains to one of three speedband superview super 7 used in the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus to treat varicose veins with small amount of bleeding during an esophageal variceal ligation procedure performed on (B)(6) 2022. During the procedure, due to the presence of small amount of bleeding, the physician performed endoscopic hemostasis. First several bands were successfully deployed; however, the rest of the bands could not be deployed. The physician used a second speedband superview super 7 but the same problem happened. A third speedband superview super 7 was used but still the bands could not be deployed. The procedure was completed with a fourth speedband superview super 7. The varicose veins were ligated from the cardia upwards with nine bands. It was noted that there was no difficulty experienced upon setting up the devices. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (handle assembly only with suture thread) was analyzed, and a visual evaluation noted that the slack was taken up and trip wire was secured. The post had the trip wired secured. The suture thread was in good condition and contained the seven knots. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible and indents felt each 180 degrees rotation. No problems with the device were noted. The reported event of bands unable to deploy was not confirmed. Upon analysis, since it was only the handle assembly with the suture thread that was returned, it is not possible to carry out a more thorough investigation to determine the influence of the device on the deployment problem of the bands. The results of the analysis of the returned device showed no evidence of problem that can be associated with the reported complaint. Based on a review of all available information, the cause of the reported event could not be determined. The most probable root cause of this complaint is cause not established. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
Note: this report pertains to one of three speedband superview super 7 used in the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus to treat varicose veins with small amount of bleeding during an esophageal variceal ligation procedure performed on (B)(6) 2022. During the procedure, due to the presence of small amount of bleeding, the physician performed endoscopic hemostasis. First several bands were successfully deployed; however, the rest of the bands could not be deployed. The physician used a second speedband superview super 7 but the same problem happened. A third speedband superview super 7 was used but still the bands could not be deployed. The procedure was completed with a fourth speedband superview super 7. The varicose veins were ligated from the cardia upwards with nine bands. It was noted that there was no difficulty experienced upon setting up the devices. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.